Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, a high impedance and high threshold was noted on the right ventricular lead. The device was reprogrammed to left ventricular pacing only and the patient was in stable condition. No further intervention will be performed at this time.